Event description:
Exhalation valve on transport ventilator not allowing the pt to exhale. Ventilator removed from service. No injury noted. Operational verification testing was performed using the original circuit. Tubing to the expiratory valve was pinched off and wrapped with tape. This resulted in the valve not getting properly pressurized and total volume was therefore low. Retested unit with a new circuit and no problems were noted.